Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient ¿s setting kept c hanging from 4.2 to 1 since three days prior to the report and the patient was not sure why. The patient stated that when she was walking, the setting would change to 0, which was worse because that was when she needed the therapy the most. This was considered to be an adaptive stim (as) issue. Patient services assisted the patient with using the controller (ctm); the setting was on group b at 0.6v, the implantable neurostimulator (ins) was 40% charged and the ctm was 80% charged. The patient wasn¿t sure what as was or if she was using it. So, she was directed to use the ctm to check the position and set her setting to where she wanted it at 4.2v, then stay in the upright position for five minutes. The patient was then asked to stand and walk around to check the setting for position and the patient stated that the setting stayed at 4.2v. In the end, troubleshooting resolved the issue and the patient was directed to consult with a healthcare professional (hcp) or a manufacturer representative (rep) to review as with her to have a better understanding. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.